Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of atrial fibrillation, which caused the right ventricular (rv) lead to exhibited intermittent inappropriate pacing. The ra lead was reprogrammed and remains in use. The rv lead remains in use. No patient complications have been reported as a result of this event.